Event description:
Immediately after getting a breast augmentation, in became symptomatic. I began having heart palpitation that got so bad. I had to be seen by a dr and after testing, was put on heart medication to slow my heartbeat. I was very sick and every night, fearful that I wouldn't wake up the next morning. Very scary for anyone, but especially a mother of young children. Soon after, I developed horrific anxiety/panic, had lots of trouble swallowing (so much so I thought I would choke every time I tried to eat so I saw a dr who told me everything looked fine and could only offer an explanation of anxiety being the culprit). I began gaining weight, having serious sleep issues, mood swings, skin issues (acne in face, neck, head, chest and back with bouts of vaginal acne, rashes, cracked skin on hands and horrible itchy skin during fall and winter). Upper body weakness (which I've neer had), mood swings, chronic mucous production in my throat and nose, chronic pain and discomfort in my breasts from day 1 of augmentation surgery to now, newly developed allergies, candida, premature aging in the face and at an alarming rate, hair loss. Alarming amounts of hair coming out in clumps during and after every shower, extreme chronic fatigue, blurred vision (especially in my left eye) brain fog that's progressively getting worse along with extreme forgetfulness and lack of word recall. The list goes on, but these are the main issues that have affected me daily in the three and a half years I've had these silicone implants in my body.